Event description:
The customer reported that an 840 ventilator had an inoperable graphic user interface (gui) display. The customer did not report of there was patient involvement. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).